Manufacturer narrative:
Additional information received reported that there was moderate proximal aortic neck angulation. There was mild proximal aortic neck thrombus and moderate proximal aortic neck calcification. The proximal aortic neck measured 22mm to 27mm in diameter along a 13mm length. The infrarenal angulation measured 20 degrees. Internal film review: the exact cause of the proximal type I artery could not be determined from the limited films provided. Complete images during implant, including films during deployment of the bifurcate/cuff and delivery system removal were not available. However, it appears likely that implanting within the conical-shaped and short proximal neck may have led to a poor proximal seal due to implanting 10mm below the renal arteries. The neck calcification and angulation may have also contributed. The cause of the inaccurate positioning of the aortic cuff with resulting stent graft coverage of the renal arteries could not be determined. It is unclear if the patient¿s death due to a myocardial infarction occurring post explant was related to stent graft implant difficulties. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. The aortic neck was described as reverse conical and anteriorly angled. It was reported that during the index procedure, during the initial implantation of the stent graft there was a type ia endoleak noted. After a series of ballooning of the proximal neck with the reliant balloon, another angiogram was performed. At this stage, the type ia endoleak became more pronounced. The physician implanted an aortic cuff to repair the type ia endoleak. After the cuff was implanted it was noted on the angiogram that the device was placed over both renal arteries. The physician performed a series of techniques to reposition the stent graft, but it was unsuccessful. The stent graft was then pushed further superiorly through manipulation of trying to bring the cuff more distal. The patient was moved to theatre for explantation of the aortic cuff. As per the physician, the cause of the event was related to the reverse conical and anteriorly angled proximal neck anatomy of the patient. It was reported that the patient expired the next day from a myocardial infarction post explant of the aortic cuff. No additional clinical sequelae were reported.